Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for malfunction objective lens was contaminated could not be established whereas, most probable cause for the malfunction rigid tube was bent is traced to component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited contamination in objective lens and rigid tube was bent. There was no patient involvement.